Manufacturer narrative:
Ous MDR - upon receipt, the observation was confirmed. The pacemaker was unable to be identified by the programmer. Root cause analysis identified no malfunction of the pacemaker. Moreover, the device was not included in the used programmer software version. No pacemaker malfunction was present.

Event description:
Ous MDR - it was reported that this device could not be interrogated. This device is a demo and was not implanted.